Event description:
It was reported that during set up for a tha surgery, r3 offset impactor tip was found broken. Procedure was performed with a backup device from smith and nephew, without a delay or an injury.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is worn and fractured, the fractured piece was returned, rendering the device inoperable. The device shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, device broke while it was outside and no pieces fell inside the patient. Procedure was concluded with a backup device from smith and nephew, without a delay or an injury.